Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the problem of screen broken due to impact. Additional information was requested but no information was obtained on how the impact happened or if it fell off a wall mount/roll stand. There was no reported patient or user impact.

Event description:
The customer reported the problem of screen broken due to impact. Additional information was requested but no information was obtained on how the impact happened or if it fell off a wall mount/roll stand. There was no reported patient or user impact. The field service engineer (fse) replaced the touchscreen and the lcd assembly to resolve the issue. The unit passed verification testing and it was returned back to the customer for use.